Manufacturer narrative:
(B)(4). This lot was manufactured between october 5, 2012 and october 6, 2012. The sample was not returned for evaluation, therefore, the reported condition could not be verified and the cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow. This occurred during patient infusion of an unspecified drug. The time into the infusion and volume remaining inside of the device when this occurred were not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.